Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number. Event date. Procedure name. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? What tissue was being approximated/ sutured? In relation to needle, what is the approximate location of suture breakage? Was the procedure completed successfully? What in the physicians opinion was the cause of the suture breakage? Patient initials, gender, age, date of birth, weight. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke at needle and the suture strand broke. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: product code and lot number- product code 1915g, lot kb5004. Event date - (B)(6) 2016. Provide additional information regarding the issue being reported - event description: suture breaking at point of needle and in the suture length